Event description:
"Fentanyl drip rate set in baxter pump at 10x the rate ordered. Ordered to start at 10mcg/hr and increased to 30mcg/hr. The drip was started at 10cc/hr and increased to 25cc/hour. No injury noted to pt. Rate corrected when discovered at next shift". The event occurred sometime between 2am and 11am. The facility's risk manager reported fentanyl was programmed at a rate of 10cc/hr, which resulted in a dose of 100mcg/hr, instead of the intended dose of 10mcg/hr. The rate was increased to 25cc/hr, which then resulted in a dose of 250mcg/hr. The event occurred in the intensive care unit where the pt was on monitors and the event was discovered before any harm occurred to the pt. The rate was reprogrammed back to the intended dose of 25mcg/hr (2.5ml/hr). According to the risk manager, no pt injury and no medical intervention occurred. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics and diagnosis, amount of overinfusion, time the infusion was programmed, time the event was discovered, concentration of fentanyl, or set up of the pump.